Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope tested positive for unexpected contamination. The issue was found during reprocessing of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed on site for the endoscopes. The customer reported that manual cleaning was performed within an hour of the procedure. Presoaking and leak testing was successfully performed. The scope instrument channel, suction channel, air/water valve/suction valve, and biopsy valve were brushed and washed with dr. Yi full effect multi enzyme detergent and the scope was rinsed before manual disinfection. All the scope channels were flushed and immersed in the disinfectant during manual disinfection. The water quality was checked in the final rinse. The scope was then reprocessed in the automated endoscope reprocessor (aer) treatment with all channels connected. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, switch 1 leaking, grip scratched, light guide tube wrinkled, protector aged, switch discolored, insertion tube yellow and wrinkled, instrument channel tube scratched, insufficient angles due to angle wires stretched, and scope connector cover depressed. The faulty parts were replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the reported event could not be confirmed, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Immediately after the patient procedure, with the endoscope still connected to the equipment used in the patient procedure (i.e., the light source, video system center, suction pump), perform the following precleaning steps at the patient bed side." "To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.